Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: loosening, metallosis review of event description: it was reported that the patient was implanted on (B)(6)2004 and revised on (B)(6)2015 due to luxation/dislocation of the inlay, loosening of the cup, metallosis and implant squeaking. Review of received data: x-ray picture: (B)(6)2015 x-ray pelvis view: right cementless total hip endoprosthesis. Left cementless total hip endoprosthesis: femoral head decentered cranially, cup inclination angle 56°. Osteolytic-bony structural changes periacetabular. Metaphyseal in the area of the trochanter minor and major larger cavernous appearing osteolytic-bony structural changes, extending to below the trochanter minor. Surgical report: (B)(6)2015 surgery report: indication: clinically and radiologically evidence of loosening of the cup. In addition, luxation of the metal inlay from the ¿sandwiches¿ with aca-cup with damage to the femoral cone in well fitted (firmly seated) prosthesis parts. Diagnosis: loosening of the left total hip endoprosthesis with a metal-on-metal bearing with dislocation of the inlay from the sandwich polyethylene and weakening of the femoral cone. Therapy: hip prosthesis exchange left intraoperatively: transgluteal access. Removal of solid rind tissue, mobilization of the stem, dislocation of the head and gradual exposure by a stem release. Kirschner wire drilling, loosening and knocking out of the stem after chiseling. The trochanter appears eroded by metal abrasion with a clear metallosis. The anterior view shows still scaly standing bone layer. The stem is completely debrided. The ring of the cup is gradually uncovered; the metallosis is removed by a massive debridement. Inlay and sandwich metal are removed, the cup is reshaped and salvaged with the instrument for turning out. After debridement of the cup, a 3x2 cm large central defect reaching medially is visible in the sense of a paprowsky 2c defect. Further debridement. Reaming and implantation of the new components. -discharge letter rku hospital, (B)(6)2015 : patient in treatment from (B)(6)2015-(B)(6)2015. History: implantation of left total hip endoprosthesis(B)(6)2004 implantation of total hip endoprosthesis (B)(6)2008 cyst removal of the left thigh (B)(6)2010 anamnesis: the patients presents pain in the area of the left hip joint. Initial pain and swelling after a bicycle fall on (B)(6)2015, then improvement. Subjectively increasing squeaking and creaking since the beginning of september in the area of the left hip prosthesis without pain. Currently the patient is using forearm crutches for relief mobilization . Findings on admission: flexion 100°, internal/external rotation 0-0-30°, no inguinal-, no trochanteric- and no compression-pain. Leg length difference left -0.5 cm. Sterile puncture on (B)(6)2015. The squeaking and crackling during movement can be reproduced by active lifting of the stretched leg. History: at the time of discharge smoothly possible flexion / extension 90/0/0°. Intraoperative smears in the area of the hip stem left negative. Postoperatively x-ray control: correct position of the hip total endoprosthesis without signs of loosening, sintering or migration. Cup inclination 44°. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea for ref 01.00010.407: - detachment of the sandwich construction due to impingement with stem => possible, as no products were returned for investigation. Therefore, possible cause cannot be excluded. - mal-function of articulation, leading to excessive wear, corrosion, metal ion release due to off label use, combination with competitor products eg. Different inserts, not compatible screws => not possible: no signs for off label use. - mal-function of device, leading to excessive wear, corrosion, metal ion release, loss of connection, dislocation of insert due to off label use, combination with non approved zimmer biomet products (eg. Different inserts, not compatible screws, implant and instruments) => not possible: no signs for off label use. - pe or metal particle release leads to tissue reaction due to pe or metal particle release from articulation => possible: it is possible that during the years metal particles were released from articulation (no products returned for investigation) root cause determination using rmw for ref 19.28.06: - failure of connection between stem and ball head,postoperative tissue reaction, metallosis, dislocation, aseptic loosening of stem due to excessive wear due to micromotion in taper connection between stem and head (e.g fretting) => possible, no further x-rays received. No devices received. - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to pe or metal particle release from articulation or taper connection => possible, no further x-rays received. No devices received. - metallosis due to design specification not met => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, implant breakage, corrosion, metallosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) => possible, no devices returned for investigation. - damaged implant, dislocation, subluxation, abrasive wear, loosening of components due to explanted metasul head (with e.g. A damaged taper and/ or scratches on the surface) is reused for new implantation surgery => possible, it is possible that the head was re-used. Root cause determination using dfmea (similar product for ref (B)(4). Alloclassic variall cup ref (B)(4). - aseptic loosening/ metallosis due to wear particles from the interface due to motion between insert and shell producing metal wear debris and metal ions => possible: no further x-rays received. No devices received. - increased release of metal particles and possible osteolysis/ metallosis, due to impingement with stem => possible: no further x-rays received. No devices received. - increased wear, loosening or fracture of components due to patient with high body weight => possible: the bmi of the patient is unknown. - osteolysis, metallosis due to inappropriate design concerning tribological performance leading to metal on metal articulation (in m-o-m pairing) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Conclusion summary . It was reported by a surgeon, that he experienced eight metasul inlay disassociations which resulted in revision. This patient was revised 11.5 years after implantation of a metal-metal bearing (metasul alpha insert / metasul head). Revision surgery was performed with stem and cup replacement. According to the revision surgery report, the diagnosis for revision was loosening of the left total hip endoprosthesis with a metal-on-metal bearing with dislocation of the inlays from the sandwich polyethylene and weakening of the femoral cone. Apart of the diagnosis statement, no further information was provided in regards to the reported poly/metal sandwich disassocation. X-ray review revealed a radiologically decentered femoral head, periacetabular and metaphyseal osteolysis at intraoperatively described eroded trochanter by metal abrasion and metallosis. It can be assumed that the metal abrasion mentioned in the investigation is most likely the reason for the the loosening of the prosthetic components. Whether the cup was already implanted relatively steeply during the implantation can not be inferred from the available information. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item name: metasul hd 28 mm m 12/14, item #: 19.28.06, lot#: 2195223. Item name: aca anchorage cap 50/gg, item #: 409.0141, lot#: 2162316. Operative notes and product stickers were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. An e-mail requesting the following additional information was sent on march 14, 2018 to the appropriate representatives. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states under 510(k) number k993259. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). The following reports are associated with this event: 0009613350-2018-00584.

Event description:
It was reported that a patient went to revision surgery approximately eleven years post implantation due to luxation/dislocation of the inlay, loosening of the cup, metallosis and implant squeaking on the left hip.